Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973890. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no. Staples in nose, yes(1); staples in the track, yes(18) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the visual examination and functional test, the instrument was found to function properly. The reported incident could not be repeated during testing. No conclusion could be reached as to why the instrument reportedly "jammed" during surgery. Co reviews each incident as it occurs in an effort to continuously improve our products and processes.

Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported the ems jammed. There was no consequence to the pt.